Manufacturer narrative:
Of the 1 allegation of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced ink spots in the display with moisture issue. These reports were received from various sources. The patients associated with this allegation range from "(B)(6)" years of age and between "0 and 0 pounds". Of the reported patients, 1 was female.